Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken reservoir tube lip, reservoir tube cracked, and cracked lcd window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump. The customer stated that the drive support cap was normal out and was not sure if the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.